Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Additionally, the pump time was incorrect, cause was unknown. It was also reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.